Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique, where the home patient made a mistake. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to use aseptic technique to reduce the chance of infection: when you connect yourself to the cycler, and warn the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. A review of the label for the product family will be conducted. Should additional relevant information become available or the device be returned for evaluation, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The breach in aseptic technique was further described as the patient made a mistake. One day after the onset of the peritonitis event, the patient was hospitalized. On unreported dates, the patient was treated with fortum injection 2gm and 1gm (maintenance dose), (route, frequency, and duration not reported), reflin injection 1gm (route, frequency, and duration not reported), gentamycin injection 80mg intraperitoneally (ip) (frequency and duration not reported), and vancomycin 1gm intravenously (IV) (frequency and duration not reported) for the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Recovery from the peritonitis event was unknown and not reported at the time of this report. Dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient's catheter was removed. Should additional relevant information become available, a supplemental report will be submitted.